Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. The suresound is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU):- adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2010-00128. Prior to an attempted novasure endometrial ablation, the physician did a sounding and a "pre-procedure exam" which found "the patient's uterus [to be] small" and "very anteflexed". Following several unsuccessful cavity integrity assessment (cia) tests during the novasure procedure, the physician did "light sounding and felt it slide thru". A hysteroscopy was then performed and "two perforations on each side of the cornua" were seen. These sites were cauterized. The physician then did a tubal ligation and the patient was discharged home. A "light curetting" was performed prior to the attempted ablation, as was a dilatation and sounding (using both a metal sound and the hologic sound). It is not known when this perforation occurred or what instrument may have been the cause.